Event description:
Reporter alleged, the customer obtained a discrepant blood glucose result of 61 mg/dl back to back with a result of 252 mg/dl on the advantage system, when testing was performed less than 10 minutes apart. Reporter alleged that within 10 minutes of the 252 mg/dl result, another result of 87 mg/dl was obtained. Reporter indicated that prior to the back to back comparisons, the customer was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that at that time, he self-treated with orange juice and food. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.